Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique/did not wear a mask/area not clean before starting pd and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (lot number 1009010; dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred (described as patient made mistake), the patient did not wear a mask, and the area was not clean before starting pd. On (B)(6) 2010, the patient experienced peritonitis. A peritoneal effluent culture and analysis were not performed. The patient was not hospitalized for the peritonitis and did not receive any remedial therapy. Outcome for the event of peritonitis was unknown. Outcome for the event break in aseptic technique/did not wear a mask/area not clean before starting pd was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality for the events of break in aseptic technique/did not wear a mask/area not clean before starting pd and peritonitis in relation to dianeal therapy. The reporter believed the peritonitis was caused by the break in aseptic technique/did not wear a mask/area not clean before starting pd.